Manufacturer narrative:
The device was returned to olympus. The result of our investigation is consistent with the customer's description of failure. During inspection, the green image was confirmed and it was traced back to the r-unit. By assessing the influence probability and the probability of detection, the following causes could be prioritized: unacceptable tension in the area of the "charged coupled device (ccd) w. Holder" assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer "c-holder to bumper sleeve" unacceptable tension in the area of the "ccd w. Holder" assembly due to asymmetrical alignment of the spring to c-holder before the bumper sleeve is joined pre-existing damage to the "ccd w. Holder" assembly due to using a suboptimal adhesive device¿ a manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues.

Event description:
It was reported to olympus that a video telescope had an image that was green. The reported issue was found during preparation for use of the device. There was no harm or user injury reported due to the event.